Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited impedance variability and chest x-ray consistent with twiddlers. No additional adverse patient effects were reported. Rv lead returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Electrical continuity testing passed. Visual inspection revealed that the lead was returned in two segments and a twist in the lead body on the proximal end. The twiddlers syndrome and impedance issue allegations were confirmed based on the observation of a twist in the lead body.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited impedance variability and chest x-ray consistent with twiddlers. No additional adverse patient effects were reported. Rv lead returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. Subsequently, it was replaced with a different model lead. No additional adverse patient effects were reported.